Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 36 mg/dl at the time of the report. The customer was not wearing the insulin pump at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. While performing the prime test, insulin was observed leaking out of a sever in the tubing. The customer was not sure if the tubing was severed while she was wearing it or if the damage occurred after it was taken off of her body. The customer had been wearing the same infusion set for four days at the time of the report. The customer was advised to change the infusion set every 2-3 days. Using a new infusion set and reservoir, the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.